Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was powered on and the pump booted to the verify screen with a dim and discolored display screen. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the keypad was found to be torn at the up and ok buttons. The keypad buttons were tested and were found to be responding appropriately to presses; the keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.